Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) reported that this device was not working anymore and had turned black. It was reported that the patient fell and had a lot of bruising around the device and does not feel the same since it was implanted. This crt- d remains in service. No additional adverse patient effects were reported.